Manufacturer narrative:
A hardware analysis was initiated to determine the probable cause of the issue. Analysis found that the emitter was tested and software revealed a tca rom fault. Lat displays "fault" when attempting to connect. Connection failure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a navigation system being used outside of a procedure. The rep indicated that upon plugging in the new flat emitter into the navigation system for the first time the localizer faulted. The rep tried again and also with another system, but the localizer still faulted. There was no patient involved with this issue.